Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents successfully implanted to the mid and distal rca along with one non-medtronic stent at proximal rca. Approximately 2 months post index procedure, patient had one driver stent deployed at mid lad and non-medtronic stents deployed at lad. Approximately 4 months post index procedure, the patient underwent revascularization using non- medtronic des at mid rca to treat old myocardial infarction. Approximately 6 months 1 week post index procedure, patient underwent revascularization of proximal rca with non-medtronic stent. Approximately 6 months 2 weeks post index procedure, the patient had total occlusion of proximal rca and mid lad. On the same day the patient had non- medtronic stent deployed at proximal lcx. Approximately 10 months 2 weeks post index procedure, patient had underwent revascularization of proximal to distal rca with a driver stent implanted at distal rca.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction, total occlusion). (B)(4).

Manufacturer narrative:
A myocardial infarction occurred approximately 5 months post index procedure. The investigator assessed the event as not being related to the device. Outcome is recovered. The mi was treated with revascularization to the rca. An old myocardial infarction occurred approximately 6 months 2 weeks post index procedure. The investigator assessed the event as not being related to the device. The mi was treated with revascularization to the lcx.

Event description:
The previously reported revascularization performed approximately 4 months post index procedure was assessed as related to the study device. Patient recovered. The previously reported revascularization performed approximately 6 months 1 week post index procedure was performed to treat occlusion.

Manufacturer narrative:
The previously reported revascularization performed approximately 4 months post index procedure was assessed as not related to the study device.